Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three units (3) of amia cassettes had loose caps on the patient lines. In one instance, the patient started to connect and realized that the cap on the patient line had "fallen off at some point". The patient was not connected at the time of the events. The patient started over with new supplies. This was identified during set up of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.